Event description:
It was reported that the customer experienced low blood glucose. Blood glucose reading was 53 mg/dl. The customer stated that they were treated with food. Current blood glucose level was 243 mg/dl. Customer was not using auto mode feature at the time of low blood glucose event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.